Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, noting that it took longer than expected and required several taps to respond on the bolus screen. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.